Event description:
There was an allegation of questionable elecsys hcg+b results from the cobas e 801 analytical unit. The initial result with a 1:20 dilution was 1467 miu/ml. The physician questioned the result and asked for repeat testing. The repeat result was > 10000 miu/ml, and the repeat result with an automatic 1:100 dilution was 59598 miu/ml. Using another cobas e801 analyzer, the repeat result with a 1:20 dilution was 54874 miu/ml. This result was believed to be correct.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The field service engineer performed instrument maintenance and replaced the measuring cell. The investigation is ongoing.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. The issue was resolved after the service actions were performed. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges.